Manufacturer narrative:
Device evaluation: one device was returned and visual inspection revealed housing all intact. Unable to duplicate the customer's reported problem with blockage or lcd missing segments. The device passed all functional tests. The dso will be replaced as a preventive measure.

Event description:
Information was received indicating that this smiths medical cadd ms3 pump exhibited alarm for blockage detected and had defective lcd missing segment. No patient involvement reported.